Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the finger grips came off the plunger while advancing in the eye. The first viscoelastic did not cause any issues. The second viscoelastic did not cause any issues, however, the syringe broke in the surgeon's hand while advancing. This report refers to the first viscoelastic used.

Manufacturer narrative:
The device was returned to b+l. Visual inspection found that the glass rim of the syringe barrel is broken off and is loose around the plunger rod shaft. The finger grip is still attached to the rim. The device history record was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined.